Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. The battery compartment was cracked above, and below the bumper pad. The cartridge compartment was damaged at the threads. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cartridge compartment were damaged. This report is made based on results of investigation completed on (B)(6) 2018.